Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: during investigation, the pump was returned with the battery compartment cracked at the left side of the grip from the threads to the case seal. The battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with the battery cap and no power losses or reboots were duplicated. A slave processor failure was concluded.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, it was found that the pump was cracked at the battery compartment on the left side of the grip pad from the threads to the case seal. The battery cap as able to secure enough and power up the pump. A 12 hour duration test was completed with the battery cap with no power loss or rebooting duplicated. Unrelated to the complaint, investigation revealed that a slave processor failure had occurred.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.